Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary 1 drawer 3 had caused the station to not boot up. A field service engineer replaced the drawer controller and attempted to replace the module controller, but it had bent pins, and the flat cable would not connect. The fse recovered and tested the drawer in the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station was stuck on black screen, and the device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.